Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: customer reports " noted that the ventilator was not working, appears to be on "stand-by"." "Ventilator re-started and appeared to work well. Patient re-connected when observations were back to normal. During the whole incident the ventilator has not alarmed. Alarms settings has been checked and seems to be ok. The patient was on spont mode.". Customer would like their technicians findings verified. Summary: claim - device entered standby without interaction.